Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted in 2014 with good results. In october the patient was seen in the clinic and there was a deterioration in symptoms on the patient's right side. The impedances were checked on the left side and found to be 6000 ohms. The week prior to the report the ins was rechecked and the electrodes used in programming were normal but the rest were high. An x-ray and a scout of the patient's skull were taken. There were no obvious disconnections. The healthcare provider (hcp) will check the impedances again and consider exploring the system in the future if the programming contacts are high. No further complications were reported or anticipated.

Manufacturer narrative:
Correction to the date manufacturer became aware. It was previously reported as dec-20th-2017, the correct date is dec-19th-2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2018, product type: neurostimulator. Other applicable components are: product ID: 3389-28, lot# 0208732573, product type: lead; product ID: 3389-28, lot# 0208732573, product type: lead. Updated to serious injury, per report of ins being replaced due to high impedances. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Impedances were greater than 3000 ohms on all left-side unipolar contacts except c/2, and greater than 4000 ohms on all left-side bipolar contacts except 2/3. The left-side settings were 2.9v, 60 usec, 130 hz on c+,2-. Impedances on the right side were all in range with the exception of unipolar pair c/8, which was 2233 ohms. The right-side settings were 2.9v, 60 usec, 130 hz on c+ ,10-. Impedances were measured from the extension and all conductors were greater than 4000 ohms on the left extension/lead. All contacts were less than 4000 ohms on the right extension/lead. Impedances measures from the leads using twist-lock. Left lead impedances were greater than 4000 ohms for all bipolar pairs. Right lead combinations 8/11 and 9/11 were greater than 4000 ohms, but all other bipolar combinations were less than 4000 ohms. The physician elected to replace the ins as patient reported worsening of symptoms on right side of body and high impedances persisted. The ins had been implanted for about 4 years, and the battery voltage level was 2.88 v. After ins replacement, left-side unipolar impedances were all greater than 2000 ohms except for c/2, and bipolar impedances were all greater than 4000 ohms except for 1/2 and 2/3, which were 3492 ohms and 3817 ohms, respectively. Out-of-range right side impedances included unipolar contacts c/8 (2322 ohms) and c/11 (2328 ohms) and bipolar contacts 8/11 (4582 ohms) and 9/11 (4025 ohms). There were no falls reported. The physician had not examined the patient since discharge, but the patient notified them saying they were no different. It was noted that impedances are not routinely checked at the hospital, so it was unknown how long the issue had been going on. It was noted it was possible they have always been high. The physician was reassured that there was no broken lead.

Manufacturer narrative:
Added missing patient sex from last supplemental report. Added reference to additional regulatory report (separate ins, separate system) pertaining to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Refer to manufacturer report 3004209178-2018-12834 for additional details pertaining to the reportable related event.